Event description:
It was reported through clinic notes dated (B)(6) 2012 that patient was experiencing a new seizure variation tonic posturing then bends forward at waist then back up for the past 3 weeks. The patient's mother indicated that this was the worst seizure type seen in 20 years. Follow-up was made with the treating physician and it was indicated that upon checking function of vns, battery icon showed 25% life remaining. The new seizure was believed to be associated with low battery life. Additionally, increased activity could be related to decrease in output current on (B)(6) 2012 to maximize magnet benefit. At the moment, the patient has been referred to neurosurgery for battery replacement. Diagnostics at the office visit of (B)(6) 2012 indicated ok/2778/ok/no after a decrease in output current. However, diagnostics from the previous office visit ((B)(6) 2012) indicated eos=yes.

Event description:
All further attempts to the reporter for information have been unsuccessful to date.

Event description:
Product analysis was completed on the returned vns generator. The generator was found to be at vbat<eos with pulse disabled. An end-of-service warning message was verified in the lab and found to be associated with the output being disabled by the pulse generator. This is likely due to use of cautery during explant. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. The data in the diagaccumconsumed memory locations revealed that 26.006% of the battery had been consumed. The battery voltage value stored within the generator was 2.992 as measured during completion of test parameters. A review of the internal memory locations within the generator suggests the existence of an error in calculating the device's battery voltage. Due to the presence of a manufacturing test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of the generators printed circuit board assembly (pcba), the generator was inaccurately calibrated to measure battery voltage during the production of the device. As a result of this inaccuracy the voltage measurements performed by the generator are lower than the actual voltage of the battery. A review of the generator's device history record (DHR) revealed that the voltage measurement calibration test or "trim diagvbat" value was near the lower end of the specification (2.272v, tolerance 2.25v to 2.75v). "Trim diagvbat" is essentially a calibration test performed during post burn-in testing used to evaluate the pcbas ability to measure voltage in conjunction with assigned trim values. Additional investigation has identified that the cause of this unexpected behavior (e.g. Extended performance at voltages representative of the last 20% of battery capacity) is the result of the voltage measurement inaccuracy of the generator.

Event description:
Reporter indicated vns diagnostics for the patient's vns generator were within normal limits on (B)(6) 2012 with 2885 ohms, and the generator was not at end of service. The output current was increased from 1ma to 2ma at that time. The patient's medications were increased in (B)(6) 2012 to allow for greater seizure control, but the reporter felt the seizure increase was due to a depleting vns battery. The patient has also been experiencing behavioral issues since (B)(6) 2012. The patient was referred for generator replacement to preclude a serious injury that may result from either the increased seizures or behavioral issues if no improvement was seen. The patient had generator replacement surgery performed on (B)(6) 2012. The explanted generator has been returned and is pending analysis. Paperwork returned with the generator indicated the replacement was prophylactic.

Event description:
Reporter indicated the patient's seizures had improved since the vns was replaced on (B)(6) 2012, and that the new seizure type has completely resolved since the vns replacement. The new seizure type was described as tonic posturing with bending forward, nostrils sucked in, and mouth clenched. The mother states the patient's seizures have improved since the replacement. The reporter stated vns has helped the patient's behavior as well.